Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During cardiac bypass surgery, it was noted that the tip of the right ventricular lead was in the pericardium. The lead was fixed in the pericardium and capped. A new lead was implanted. The patient is in stable condition.